Event description:
A (B)(6) female who underwent a sacrocolpopexy procedure by another surgeon using avaulta. She developed erosions of the material that was removed with in office procedures and another surgery. Ultimately, it required complete excision of the material transabdominally.